Manufacturer narrative:
A ventec clinical specialist provided the reporter (patient's mother) with troubleshooting assistance. Ventec had the reporter perform a hard reset of the device, which resolved the reported issue. The device's lcd touchscreen began responding when touched. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the lcd touchscreen on the device was unresponsive. There was patient involvement associated with the reported event; however, there were no reports of harm to the pediatric patient as a result of the reported issue. The reporter (patient's mother) advised that the vocsn is his mobility device and that when the reported issue was observed, she transferred him to his bedside ventilator for support. No further details about the patient or the event were provided. Additionally, the initial reporter did not provide the device's serial number.